Event description:
The event was reported by a customer from USA: "we have been experiencing an extensive failure rate on the domestic version of sapphire external power supplies. In particular, the plastic shells housing the electronics easily separates (creating a serious electrical safety hazard). Also, the cable in the low-voltage power plug separates with little effort from the connector shell. At moross alone, we have experienced a failure rate of 40 percent (20/50) since go-live. Upon close examination, the power pack shell does not have an adequate bonding agent. In other designs, an epoxy is used to fill the voids, bond components, and transmit heat to outer surfaces. The low-voltage power plug lacks adequate friction in the locking ring associated with the connector shell. Some of the failures could be attributed to careless usage. But when compared to failure rates of other devices having external power packs, the sapphire failure rate is beyond anything we have seen before.

Manufacturer narrative:
(B)(4).